Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was lost and was not able to use sensor. Customer reported that as a result, she was not able to know that blood glucose was high. Customer's blood glucose was 600 mg/dl. Customer reported that high blood glucose was due to a bent cannula. Customer also reported of having skin irritation due to tape. Customer was advised that infusion set would be replaced.